Event description:
The customer reported that the device does not boot up on battery power. No pt involvement was reported.

Manufacturer narrative:
(B)(4). The complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.